Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy effluent and was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with fortum (250 mg, ip, each bag) and vancomycin (1 gm, once in 5 days, route not reported). On (B)(6) 2011, extraneal therapy was withdrawn and a repeat peritoneal effluent analysis revealed clear effluent. The nurse stated that a physician was concerned about the excess peptidoglycane in extraneal because upon withdrawal of extraneal the patient had clear effluent. The nurse stated that the event of peritonitis was related to dianeal and extraneal therapies.